Event description:
It was reported that "screw slipped through plate. A 3.5 cortical screw went through non locking shaft hole. No severe angle used. Plate cannot be returned and was left in the patient. Washers were used to prevent another similar situation".

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.